Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately five weeks post implant the patient experienced an underlying infection. Enterococcus was identified, the patient became septic and developed endocarditis. The implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.